Event description:
It was reported the caller had a shocking or jolting sensation every time she walked through the (B)(6) security devices. The patient reported this had happened many times. It was noted to only occur with the (B)(6) security devices. The patient stated the physician 'set it a little high." She reported having these problems with security devices after that. Reportedly, when she initially had the device implanted, she had trouble 'regulating it,' but on the date of this report, it was working 'pretty good". The patient reported that 'about 6-12 months' after being implanted, she was taking the medication, 'toviaz.' It was reported that after the medication was adjusted, the settings on her stimulation worked 'fine.' A loss of therapeutic effect was experienced 'six months' prior to this report date, as well. The change was noted when she was stopped drinking 'tea, coffee or anything with caffeine.' The patient reported only drinking water thereafter. It was stated that she was then going to the bathroom every 1-2 hours. The patient also reported 'severe pain' in her urethra, as well as diarrhea for the past 3-4 months prior to the date of this report; however she also stated she had problems with it 'off and on' since implanted. It was noted on (B)(6) 2013, the device was set on program 4 @ 3.8 v. The patient adjusted voltage up to 4.0 and stated it was 'comfortable.' The patient was redirected to her health care provider. The patient had an appointment with her general practitioner on (B)(6) 2013. The patient also reported a problem with the patient programmer on (B)(6) 2013. She reportedly was not able to make adjustments both with, and without, the antenna attached. The patient was redirected to her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v534977, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4) product type programmer, patient. (B)(4).

Event description:
Additional information received reported that an impedance test was performed and the patient did not show any issues. The patient¿s program was changed and she had not had any issues since.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v534977, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported by the patient reported they are feeling shocking. The patient noted they felt a shocking when she walked through security. The patient noted it happened when she had stimulation ¿cranked up¿ and the shocking sensation almost brought her to her knees. The patient noted it was the worst been she went to (B)(6). The patient noted she meet with a manufacturer representative and they reprogrammed her device and now when she goes through security she gets a mild jolt, but it does not brother her. The patient also reported constantly wetting on (B)(6). The patient also mentioned numbness in her left leg because stimulation was too high, the patient resolved this on her own by decreasing the stimulation. The patient noted the wetting has also been resolved and she is totally happy with the device.